Manufacturer narrative:
Device evaluation summary: the device was returned to mentor without fluid. No foreign material was observed within the device or on the shell surface. During visual examination of the device, the product evaluation team (pe) observed one rent (rent a) measuring 7.2 cm on the anterior aspect. Two additional rents were discovered on the posterior aspect; rent b measuring 2.1 cm and rent c measuring approximately 0.8 cm. Microscopic examination of the rent edges gave no indications as to their cause. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release. As a result, pe concluded that the rents occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since three rents were found on the device. Nonetheless, a microscopic examination of the rent edges was performed and it did not provide conclusive evidence of what could be the root cause. There is no evidence that the issue is related with manufacturing. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile 275cc saline breast implant, catalog # 3501640, s/n: (B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year-old patient underwent a breast augmentation revision with two mentor smooth round moderate profile 275cc saline breast prostheses that deflated post-operatively. The deflation was diagnosed using ultrasonography on (B)(6) 2018. As a result, the patient underwent bilateral removal and replacement with like devices on (B)(6) 2018. This medwatch addresses the left-sided device.